Event description:
The patient had a fall where she fell on her right side while carrying her grandchild. Since the fall, the patient has felt shocking or zapping around her spine area where her lead is. The shocking occurs when the patient moves in certain ways. Stimulation in the wrong location was reported. Since the fall, the patient is feeling stimulation in the pocket area, especially when trying to program voltage at higher values. When the company representative was trying to reprogram today, could get stimulation into the patient¿s legs with some settings but ¾ of the time the stimulation tends to be in the pocket area. The patient was barely feeling stimulation at higher voltages and the company representative has to increase to 8.5 to 10v to get the patient to feel anything. Before the fall, the patient was using 7-8v for stimulation needs but turned down to 6v after the fall due to shocking that was occurring. Electrode impedances were in the normal range; taken at 3v with 0 as reference impedances range from 530-664. With 1 as reference, in 400- 500s. With 2 as reference, they were normal range but pairs with 7 and 8 were in the 300s. With 3 as reference 8, 9, and 14 were in the 300s with other normal range. With 4 as reference, 9 was in 300s. Electrode 5 as reference doesn¿t have any values in the 300s. The next day the patient¿s complaints remained unchanged. The doctor was going to get x-rays and the patient will most likely undergo a revision. It was further reported that the patient underwent a revision surgery on (B)(6) 2015. The extensions were replaced. The patient denied further complaints of shocking and reported desired coverage. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4) implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37081, serial# (B)(4) implanted: (B)(6) 2012, product type: extension. Product ID: 37081, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).